Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the guide wire is kinking, flimsy and seems to be less narrow according to the end user. No patient harm. The patient's condition is reported as fine. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review could not be performed since the lot number was not reported. The potential cause of the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guide wire is kinking, flimsy and seems to be less narrow according to the end user. No patient harm. The patient's condition is reported as fine. Therapy was not delayed or interrupted.